Event description:
It was reported that the physician found a problem with the patient's pacing lead after implantation. "Not pacing" was also reported. They suspected a quality problem and the lead was removed and a new lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed.